Event description:
Case reference number (B)(4) is a spontaneous case report sent by a physician which refers to a female with unknown age. No information on medical history, antidepressant as concomitant medication and no information on allergies. Pt has no previous filler treatments. Around (B)(6) 2012, pt treated with restylane (lot number 11766-2) and restylane (lot number 11524-2) 1.0 ml on each side on cheeks, nasolabial folds and commissural wrinkles. Pt had immediate swelling on face, which stopped after 3 days. Swelling recurred after 1 week and abated after 3 weeks from treatment. Bumps/induration on treatment sited occurred after disappearance of facial swelling. The adverse events: swelling in face [swelling face] which began on (B)(6) 2012. Bumps/induration in treatment areas [implant site induration] which began on (B)(6) 2012. Nodular inflamed abscessual lesions [implant site inflammation] starting in beginning of (B)(6) 2013 lasting until mid (B)(6) 2013. Pt treated with corticosteroids bentelan per os (at the appearance of swelling - until around ((B)(6) 2012) and antibiotics clarithromycin for 15 days (until mid (B)(6) 2012) - initial improvement. After that, progressive worsening from mid (B)(6) 2012 with the onset of abscessual inflamed lesions are reported. Photos taken. Additional information on the case, just collected by phone by the doctor's assistant: cultural exam made at the end of (B)(6): negative. Lab examinations are in course. The pt has started clarithromycin 500 mg x2 on (B)(6) 2013 (ongoing at (B)(6) 2013). (B)(6) 2013 fu2: improvement has been reported after manual drainage of two abscessual nodules and prolonged oral antibiotic therapy. Both the treating doctor and the pt have judged, the course of this adverse event as "serious", as many medical advice and interventions were required. The classification of the ae has been upgraded as "serious". The outcome for swelling in face [swelling face] is recovering / resolving. The outcome for bumps/induration in treatment areas {implant site inflammation] is recovering/resolving. Nodular inflamed abscessual lesions [implant sit inflammation] is recovered/resolved.

Manufacturer narrative:
(B)(4) 2013. The events swelling face, bumps and induration, nodular inflamed abscess assessed as serious, expected and possibly related. .